Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the screen. Customer's blood glucose level was unknown. Customer reported that the insulin pump was off when they woke up. Customer tried to change the batteries but got the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.